Event description:
It was reported that several days post implant the patient felt exhausted and had a slow heart rate. An x-ray was performed and showed that the right ventricular (rv) lead had dislodged. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).